Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a removal difficulties and a guide wire fracture occurred and a device fragment was left in the patient. The 90% stenosed target lesion being treated was located in the anterior tibial artery. A 300cm v-14 control guide wire was advanced to the lesion. A non-bsc balloon catheter was then advanced over the v-14 wire. Upon attempting to remove the guide wire, resistance was met with the balloon catheter and approximately 10cm of the v-14 wire tip detached. There was no attempt to retrieve the detached portion as it was below the knee and it remains in the distal anterior tibial artery. The procedure was completed with a different device. No additional patient complications were reported and the patient's status is normal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).